Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports she tried to give a bolus of 6 units on their op5 personal diabetes manager (pdm) but the bolus was not delivered. The patient's blood glucose levels rose to 23.6 mmol/l (424.8 mg/dl).

Manufacturer narrative:
In the case description, the user reports programming a 6 u bolus that did not deliver. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that a 6 u bolus was programmed and delivered on the date of occurrence (B)(6) 2025. The logs show that the bolus calculator was entered, the total bolus amount was manually adjusted from 0 u to 6 u, and the amount was confirmed and started. According to the patient history buffer data, estimated glucose values were around 319 mg/dl at the time of the bolus. Estimated glucose values increased to 383 mg/dl at 18:32 on (B)(6) 2025 before starting to come back down. The total pulses delivered as tracked by the pod incremented appropriately for the number of pulses expected to be delivered for a 6 u bolus, indicating that the pod actively and successfully delivered the bolus. No evidence of other 6 u boluses being programmed on or around the date of occurrence was observed. No evidence of a bolus failing to deliver was observed in the available logs.